Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that there was damage to the distal tip of the introducer sheath and to the deployed stent which is indicative of the as reported event. A full functional test could not be performed as the stent was deployed but the introducer sheath was flushed and the stent delivery wire was advanced out of the introducer sheath.; the distal end of the stent delivery wire was broken/fractured in numerous locations and deposits were noted. A sample of the stent delivery wire was sent for analysis to identify the source of the deposits and the cause of the break/ fractures to the distal end of the stent delivery wire. The results of the analysis showed high levels of tin (sn) contained within the deposits found on the stent delivery wire which is the probable cause for the degradation and breaking/ fracturing of the stent delivery wire. It cannot be determined if the stent delivery wire was broken/fractured at the time of the procedure or if prolonged exposure to procedural fluids and saline solution caused corrosion of the stent delivery wire and tin deposits post procedure, or if it caused or contributed to the as reported event. An assignable cause of supplier related has been assigned to the analyzed stent delivery wire broken. An assignable cause operational context has been assigned to the reported stent difficult to transfer and the analyzed stent deployed prematurely during transfer, stent introducer sheath distal tip damaged, and deformed.

Event description:
Based on the investigation of the returned product, it was revealed that the stent delivery wire was broken. There was no impact to the patient.

Manufacturer narrative:
Investigation results: corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that there was damage to the distal tip of the introducer sheath and to the deployed stent which is indicative of the as reported event. A full functional test could not be performed as the stent was deployed but the introducer sheath was flushed and the stent delivery wire was advanced out of the introducer sheath.; the distal end of the stent delivery wire was broken/fractured in numerous locations and deposits were noted. A sample of the stent delivery wire was sent for analysis to identify the source of the deposits and the cause of the break/ fractures to the distal end of the stent delivery wire. The results of the analysis showed high levels of tin (sn) contained within the deposits found on the stent delivery wire which is the probable cause for the degradation and breaking/ fracturing of the stent delivery wire. It was discovered that the break/fracture was caused by a corrosive mechanism as a result favorable conditions within the complaint decontamination process, therefore this is not an as analyzed defect and the manufacturer continues to investigate the matter an assignable cause of operational context has been assigned to the reported stent difficult to transfer and the analyzed stent deployed prematurely during transfer, stent introducer sheath distal tip damaged, and deformed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
Based on the investigation of the returned product, it was revealed that the stent delivery wire was broken. There was no impact to the patient.